Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer tested at 8:30pm on, reading 180 mg/dl. He felt his blood sugar was low, feeling symptoms of sweaty and cold. Customer passed out at his dining room table at 9:00pm. He was still in his chair when his wife found him slouched over. She poured a glass of orange juice and had to "force" the orange juice down the customer's throat. The wife states customer was passed out for about 5 minutes. Customer started feeling more alert after 10 minutes of drinking the orange juice. Meter and strips replaced and requested for return.